Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had fiber optic issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the error log 37 and 57. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.